Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with recurring insert battery alarm. Unable to perform displacement test, active current measurement, sleep current measurement, and self test due to recurring insert battery alarm. Insert battery alarm due to moisture damage on the electronic assembly. Unable to download history files and traces using thus due to recurring insert battery alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, missing display window/cover, cracked case (battery tube), pillowing keypad overlay, and cracked retainer. Unable to perform testing due to recurring insert battery alarm. Pump failed to download history files and traces due to recurring insert battery alarm. Recurring insert battery alarm was confirmed due to moisture damage on the electronic assembly. Pump exposed to moisture confirmed on the pcba 1, pcba 2, motor, and force sensor. Cosmetic damage was confirmed on the pump. Retainer ring damage was confirmed due to cracked retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported fluid in the pump. No further details given. Troubleshooting was performed and found crack in the pump. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.